Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the cast cutter started on its own during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed. The unit was found to have intermittent operation in the slow setting due to a failed rocker switch.

Event description:
It was reported that the cast cutter started on its own during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.